Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the infusion set tubing. During a follow-up, it was reported that a cartridge change was performed resolving the occlusion. Customer's blood glucose level was below 200 mg/dl.